Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, echocardiologist confirmed a small pericardial effusion about 1.74cm was present. The transeptal puncture was inferior (90° bicaval) / mid (45°short axis view). The patient was in atrial fibrillation throughout procedure. During deployment, unsuitable position was observed and the 20mm amulet was not implanted. An 18mm amplatzer amulet was then selected for implant. The 18mm was attempted to check if this size was more easily deployed and stable in position. However, the 18mm was also not able to be implanted. The patient's act was around 250. During procedure, 5000 u of heparin was administered. The left atrial pressure was around 12. A wire was placed into the left atrial appendage during procedure; the user was notified of the risk of damage to the left atrial appendage. No device was ultimately implanted. The pericardial effusion did not worsen due to this procedure. The user is unsure if the 20mm or the 18mm contributed to the effusion. Post-procedure, cardiac tamponade was confirmed and the effusion was drained. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that post procedure cardiac tamponade was confirmed. Information from field indicated that the patient's act was around 250 (within therapeutic range) and heparin was administered. The 20 mm and 18 mm amulet devices were attempted but neither were implanted due to positioning problem. Field also indicated that prior to procedure a small pericardial effusion was present, and there were operational difficulties during implant procedure which may have contributed to the reported incident. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects could possibly be related to the operational difficulties. The reported medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed for perforation. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.